Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3998 lot# v443435 implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type lead product ID 3888-45 lot# v488648 product type lead product ID 3888-45 lot# v488648 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The rep stated that when the patient was moving and doing heavy lifting roughly a year ago they felt a change in stimulation. They no longer felt it in their legs. Impedances were checked and were all greater than 10,000 ohms on the day of the replacement. Impedances were also checked intra-operatively which were all high on the 0-7 lead which was the specific paddle. The battery site was checked with the multi lead trialing cable which was still high. They disconnected from extension and checked at proximal end of paddle site and it was still high. The paddle was removed and replaced with a 977c265. The battery was replaced as well. The patient¿s two percutaneous leads were still working. However, they were not providing pain relief so were removed. All devices were removed and replaced with 2x8 paddle lead and 97714 ins. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.